Event description:
Customer reported that a prisma was used to treat pt with fluid removal set at 200 ml/hr. After three hours, the actual weight loss was 600 grams but the prisma status screen displayed only 233 ml pt fluid removed.